Manufacturer narrative:
Summary of evaluation: this file has been reopened because the devices were returned to the mfg facility for an evaluation. Evaluation results suggest that this event would not be associated with the device but would rather be pt related.

Event description:
The pt fell two times post-op. Revision surgery revealed loosening of the acetabular cup. The femoral head and acetabular liner were also replaced at this time.